Event description:
The patient had a left hip orthoplasty on 2/7/92. On the second post operative day, 2/9/92; the physician removed the jackson pratt drain. The progress notes of patient chart state "difficult jp drain removal" and x-rays of the hip were ordered. The first x-rays did not demonstrate retained drain, and more x-rays in a frog leg position were performed. The fragment of drain was demonstrated. The patient returned to surgery on 2/11/92 for the "retained left hip surgical drain" (2 inches) removal. The patient was discharged home on 2/14/92 in good conditioninvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.